Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient developed respiratory failure on (B)(6) 2023, right heart failure on (B)(6) 2023, renal dysfunction on (B)(6) 2023, major infection on (B)(6) 2023, and then passed away on (B)(6) 2023. The patient was intubated for 9 days, on dialysis for 6 weeks, and placed on a ventilatory support. The patient experienced peripheral edema. The infection was bacterial and found in the gastrointestinal tract. The patient was given medication but the infection led to sepsis and death. The device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. In addition, a direct correlation between (B)(6) and the reported events and patient outcome could not be conclusively determined through this evaluation. A specific cause for the patient¿s infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable cut approximately 3¿ from the pump header. The distal portion of the pump cable and modular cable were not returned. The sealed outflow graft and bend relief were returned attached to the pump cover outlet port and had both been severed approximately 1¿ from the hardware. The outflow graft clip was returned properly installed. The apical cuff was returned secured with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent (e.g., formalin) post-explant. Upon disassembly of the returned pump, examination of the textured blood-contacting surface of the inflow cannula revealed a dark red and gray, tissue-like deposition. The deposition appeared thin and non-occlusive, and extended from the middle of the lumen into the eye of the rotor. Similar gray, tissue-like depositions were observed within two vanes of the rotor and protruding from one vane. The depositions appear consistent with blood remaining stagnant in the device post support, as the depositions would not have formed this way while the rotor was spinning. Examination of the pump cover found additional, dark red and gray depositions on the textured blood-contacting surface of the interior and outflow sections. The observed depositions were not strongly adhered. The account communicated that the device was functioning properly at the time of death, suggesting that the depositions were not present during support. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1 of this IFU lists respiratory failure, right heart failure, renal dysfunction, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023.